Manufacturer narrative:
H3: product analysis#(B)(4), productid#9560524, lot#my23c001 air: the request content could not be observed during the incoming inspection, but it was found that the handle was stuck and could not be fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the flex arm wire broke and cannot be fixed there were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the therapy involved was microendoscopic discectomy. Pre-op diagnosis was lactate dehydrogenase. The tube in the the patient's body and the target device which fixates it outside the body have both been damaged.